Manufacturer narrative:
The unit was received with a blank display due to a corroded battery tube. The following physical damage was also noted: cracked lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was in the 150 mg/dl range. Troubleshooting was initiated for the blank display. The customer did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.